Manufacturer narrative:
Hillrom has contacted the account three times asking if they are able to locate the bed with this alleged issue. The account is unable to locate the bed and is no longer looking for it. Per the hillrom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake alarm system: connect the bed to a wall power source, and set the brake to neutral. Make sure that the alarm activates and that you can hear it. If you cannot hear the alarm, troubleshoot the alarm and replace parts as necessary. Make sure that the alarm deactivates when the brake is set while the bed is connected to a wall power source. Make sure that the brake alarm switch is in the correct position. Adjust or replace parts as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in february 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The account is unable to locate the bed and is no longer looking for it. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed brake not set alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).